Manufacturer narrative:
Product analysis: analysis was able co confirm the customer comment , it was noted that there was a contact failure at the radiofrequency head plug, the radiofrequency head cable was defective. During analysis it was noted that the programmer touchscreen was out of calibration . The printer paper drawer was nearly empty, the lower and upper bullets were worn. The keyboard cover latch and right keyboard slide were broken. The left side of the front bezel had minor damage. The anti-slip layer from the radiofrequency head was worn. The company logo button was broken. Error were found in software history log. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance / repair as a connector pin problem was noted. There was no patient involvement reported. The programmer subsequently tested out of specification during manufacturer's analysis.